Manufacturer narrative:
B5: upon follow up,it was reported that treatment with gentamicin, fluconazole and ceftazidime were given until pd catheter removal. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy effluent, abdominal pain, vomiting and diarrhea. The cause of peritonitis was unknown. The same day as the event onset, the patient was hospitalized and was treated with vancomycin (intraperitoneal, discontinued after 3 days), ceftazidime (intraperitoneal, ongoing) and fluconazole (oral, ongoing) for the event. Three days after the event onset, the patient began treatment with gentamicin (intraperitoneal) for the event. Two days after the event onset, the patient was discharged from the hospital. It was reported that pd catheter was removed and patient was transferred to hemodialysis 21 days after the event onset. At the time of this report, the patient has recovered from the event. No additional information is available.